Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2018 and suture was used. During the procedure, after multiple pulls through tissue, the suture broke in half. A different suture was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 06/12/2018 additional information: the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional summary: unopened samples were returned for analysis. The issued sample was not received for evaluation. During the visual inspection of the samples, no defects were found on the package, the samples were opened and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakage suture were observed. A functional test was performed using a instron and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance - breakage suture was found on the sutures and the tested sample met the finished goods requirements.